Event description:
It was reported that the insertable cardiac monitor (icm) was unable to be interrogated via bluetooth telemetry. The icm was successfully interrogated with a different programmer. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of an inability to connect via bluetooth (ble) during implant was confirmed. The programmer logs were reviewed, and it was observed that the programmer was unable to connect via ble during 2 attempts. An error was observed in the logs that is consistent with a noisy environment.